Event description:
It was reported that ten days post implantable cardioverter defibrillator (ICD) change out, the right atrial (ra) lead triggered an alert for undefined high pacing impedance. Chest x-ray appeared that the ra lead was not deeply seated in the ICD header. Additionally, episodes displayed evidence of far field r-wave (ffrw) oversensing and noise. Approximately three weeks later, the lead was reprogrammed. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: t510c33 tissue valve implanted: (B)(6) 2018, 6947m62 lead implanted (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.